Event description:
As reported, a 7f exoseal vascular closure device (vcd) could not be placed by the physician "during weaning". There was no reported patient injury. The exoseal vcd was used in an interventional procedure utilizing a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The puncture femoral site had mild visible calcium/plaque, and mild access vessel tortuosity was noted. Hemostasis was achieved through manual compression. The deployment button was fully depressed and flushed against the handle. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 7f exoseal vascular closure device (vcd) could not be placed by the physician "during weaning". There was no reported patient injury. The exoseal vcd was used in an interventional procedure utilizing a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The puncture femoral site had mild visible calcium/plaque, and mild access vessel tortuosity was noted. Hemostasis was achieved through manual compression. The deployment button was fully depressed and flushed against the handle. One non-sterile exoseal vascular closure device, french size 7f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A 7f cordis avanti catheter sheath introducer (csi) was returned and was inserted on the received unit. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. A dimensional analysis of the delivery shaft's inner diameter was conducted. The results were found to be within specification. A deployment simulation was performed. The guard locking simulation could not be performed because the unit was received already locked. During the evaluation, the indicator wire was pulled to achieve the black/black position in the indicator window. Full depression of the deployment lever resulted in expected indicator wire retraction and plug deployment. The indicator window then displayed the black/white/red position, as expected. A high magnification evaluation was conducted on the internal mechanism. No abnormal conditions were observed during this examination. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device since functional analysis achieved full lever depression with successful deployment and window transition. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, there was vessel calcification and tortuosity reported. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.